Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7089212; product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 28303949; product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 28699269.

Event description:
It was reported that the patient developed an infection at the scalp and the leads eroded through the skin. The patient underwent an explant of both leads and the burr hole covers. The leads will not be returned for analysis as they were disposed of by the facility. No further information has been provided despite good faith efforts.